Manufacturer narrative:
(B)(4)

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no pt harm reported.